Manufacturer narrative:
(B)(4). D6a: exact implantation date is unknown however is noted to have occurred years prior after concomitant device manufacturing date, between feb 6, 2019 and dec 31, 2019. D10: medical product: comp rvrs 25mm bsplt ha+adptr: catalog#010000589, lot#968640; unknown comprehensive reverse glenosphere: catalog#ni, lot#ni; arcom xl 44-36 std hmrl brng: catalog#xl-115363, lot#416770; unknown comprehensive reverse humeral tray: catalog#ni, lot#ni; comp primary stem 15mm mini: catalog#113635; lot#161830; unknown fixation screw: catalog#ni, lot#ni, qty#3. G2: foreign: united kingdom. Multiple MDR reports have been filed for this event. Please see associated reports: 0001825034-2023-01460; 0001825034-2023-01461; 0001825034-2023-01462; 0001825034-2023-01463; 0001825034-2023-01464; 0001825034-2023-01934; 0001825034-2023-01936; 0001825034-2023-01937. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. This complaint is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : see h10 narrative.

Event description:
It was reported that a patient underwent an initial shoulder replacement surgery. Subsequently, approximately four (4) years post-implantation the patient underwent revision surgery to improve function and relieve pain. Due diligence has been completed as multiple attempts have been made however no further information has been provided.